Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately one month later, the patient underwent manipulation under anesthesia for arthrofibrosis and stiffness. The implants remained intact. It was noted that the patient continues to have limited range of motion due to scar tissue/adhesions. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). It was reported a patient underwent manipulation under anesthesia approximately one month after total knee arthroplasty. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00358, 0002648920-2022-00026.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, b7, g3, g6, h2, h6, and h11.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately one month later, the patient underwent manipulation under anesthesia for arthrofibrosis and stiffness. The implants remained intact. It was noted that the patient continues to have limited range of motion due to scar tissue/adhesions. Subsequently, approximately thirteen months from initial implantation, a MRI indicated tibial subsidence and tibial loosening. No further interventions have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: right knee aspiration, pain, swelling, and arthrofibrosis; right knee pain, arthrofibrosis, tibial subsidence, implant loosening; following MRI: ambulates with antalgic gait, rom is 5 short of full extension to 95 degrees flexion. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.